Event description:
It is reported that the patient has experienced a fall and breakage of the implant.

Manufacturer narrative:
Visual inspection of the returned articular surface confirms that the spine had fractured off. Additional gouges and wear were noted on the surface and backside. Review of the device history records did not identify any deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for this part and lot combination. Primary operative notes indicate good alignment during trialing. Patient record notes from (B)(6) 2015 indicate the patient had experience a fall and was experiencing instability and unable to mobilize the knee. Operative notes from the revision surgery were not provided. Per the lps-mobile package insert, injury can result in loosening, wear, and/or fracture of the knee implant. It appears that the reported patient fall caused the articular surface fracture.

Manufacturer narrative:
This report will be amended when our investigation is complete.